Event description:
Reporting a family member testing false positive for sars. Unknown if confirmation testing completed. No additional information can be gathered from consumer as information obtained in a review of the maude database.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: maude report mw5104489.